Manufacturer narrative:
Additional information: section d. D4: unique identifier (UDI)# added as it was not provided on the initial submission. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Returned sample(s) /device inspection results: the implant was returned but not in original package. It was visually inspected and verified to be a hahn tapered implant 4.3 mm x 16.0 mm using the radiographic template. Complaint investigator measured the critical parameters against drw 3025796 rev 3.0 from DHR and found no deviation. No defect or non-conformity was observed. The return parts included multi-unit abutment carriers and hahn implant cover screws, but they did not contribute to the reported issue. Root cause: probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter.

Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to achieve the primary stability. The all on 4 procedure was performed on patient. The implant was placed in tooth location # 12. Drilling and osteotomy sequences were performed properly. There was no abnormality observed with the implant. There was no reported pre-existing condition. Procedure was not done on previously grafted site. Patient has type 1 and 2 bone quality. There was no reported injury to patient.